Event description:
It was reported that a malfunction occurred on the pump, but no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump and provided information on how to do so. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the malfunction code appeared again and acknowledged the instructions.